Manufacturer narrative:
A supplemental MDR is being submitted for additional information from the site. It was clarified that the valve became dislodged from the delivery system and stuck in the right common femoral artery when withdrawing the delivery system back into the sheath. The following sections of this report have been updated: h10 investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation and additional information received from the site. The following sections of this report have been updated: added d4 serial number, added d4 expiration date, added d4 primary unique device identification (UDI) number, updated h3, added h4, corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The sapien 3 valve was returned to edwards lifesciences for evaluation. Visual inspection revealed one valve strut bent outwards, and one valve strut bent inwards at the outflow side. Gauges were observed on the commander delivery system flex tip. Due to the nature of the event, no applicable functional or dimensional testing was able to be performed. Both pre-tavr CT and procedural fluoroscopy imagery were provided for review. Pre-tavr CT details access vessel dimension greater than recommend (>6.0mm). Tortuosity of the right-side access, with a prominent bend of the abdominal aorta with calcifications was observed. Procedural fluoroscopy shows that the valve appears to be dislodged from the delivery system inside the sheath, and that the valve appears slightly expanded on outflow side. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The sapien 3 valve frame damage was confirmed. No manufacturing nonconformance was identified during evaluation. Reviews of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". Per evaluation of the returned device, one bent strut was observed on the outflow side. Additionally, it was reported that the patients access vessels were severely calcified and tortuous, and resistance was encountered while advancing the system through the esheath. The presence of calcification and tortuosity can create challenging pathway during delivery system advancement and retrieval, leading to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. In order to overcome the resistance, it is likely that additional force and manipulation was applied. The combination of non-coaxial alignment and the additional device manipulation applied to overcome the experienced resistance likely caused the valve interaction with the delivery system flex tip, resulting in the observed bent strut at the outflow side. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from germany, frame damage of a 29mm sapien 3 valve and subsequent patient death occurred during a transfemoral transcatheter aortic valve replacement procedure. During the procedure, there was resistance while trying to advance the commander delivery system and 29mm sapien 3 valve through the esheath. The patient's blood pressure was falling; CPR and intubation began. The delivery system exited through the side of the esheath. A perforation of the abdominal aorta was seen. In order to be able to introduce a coda balloon to block the aorta, an attempt was made to remove the valve catheter from the sheath. The valve was lost within the sheath. The sheath and delivery system were withdrawn under fluoroscopy. However, the valve could not be withdrawn from the right common femoral artery. The right common femoral artery was opened using vascular surgery and the valve was retrieved. Upon inspection of the valve, it was noted that one valve strut was bent and had exited the sheath. Despite blocking the aorta with a balloon, hemodynamic stabilization was not achieved. In the case of uncontrolled bleeding and CPR for approximately 45 minutes, an interdisciplinary decision was made against va-ECMO implantation with central cannulation. The patient died.